Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer called and stated that their AED was not powering on with battery serial number (B)(6) but that the AED powered on with another battery pack. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2023 the AED identified a service code as a result of a self test and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2023 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.